Event description:
The customer stated that she was in the hospital due to several health issues, and was not doing very well. The customer stated that her blood glucose levels were greater than 600 mg/dl when she was admitted. The customer's hcp felt that her blood glucose levels were high due to a virus and an infection. The customer initiall called for assistance with an infusion set change. Provided assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.